Event description:
Event description cpi received an implant form which indicated that this implantable cardioverter defibrillator (ICD) was explanted because of early battery depletion. Information also indicated that the patient has not had regular follow-up visits to check the function of the ICD.